Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the service notes indicates that preliminary review of the logs noted an error code ¿arm angle discrepancy¿ was triggered which gives a system recoverable inoperable_error subsystem nonrecoverable inoperable_error. It was also noted that while the nurse was manipulating both the endoscope and the arm simultaneously excessive force was applied to the aca. The aca was restarted to resolve the issue. Evaluation of the device data indicates an error code ¿arm failure with possible motion - sra (subsystem robotic assembly) validation - desired vs actual¿ was triggered which gives a system recoverable inoperable_error subsystem nonrecoverable inoperable_error and displays the following error message : "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic low anterior resection procedure, when attempting to move the endoscope arrow up, the arm triggered an unrecoverable error. The arm was restarted and the issue was resolved. There was no patient involvement.